Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11: additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: part number: 03.037.028. Lot number: 77p7545. Manufacturing site: hägendorf release to warehouse date: 06-jan-2021. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H6 component code: g07002 (appropriate term/code not available) used to capture no findings available due to no product returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the instrument broke during use. There was no reported adverse event to the patient. This report involves one (1) 5mm hex flexible screwdriver. This is report 1 of 1 for (B)(4).